Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Time clock was monitored. Device received with the time clock functioning properly. No gain in time noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 4 and pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 468, 368, 300 mg/dl. The customer was treated with the insulin pump and a manual injection. The insulin pump had time clock anomaly and there was multiple pump error alarms. Customer stated that the gain was greater than 4 minutes per month. The customer performed the self test and it was passed. The customer stated that the infusion set cannula was bent. The customer declined the high blood glucose troubleshooting. The troubleshooting was performed for the pump error alarm, time clock anomaly and bent cannula. The insulin pump will be returned for analysis.